Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The low pressure reading could not be confirmed or reproduced during the evaluation due to a constant reload set alarm. The device was recalibrated to ensure proper downstream occlusion detection.

Event description:
It was reported that a spectrum pump pressure reading was low, while on the medium setting. This occured during the facilities testing of the device. It was also reported that there was no pt involvement.